Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.